Event description:
The port was making a sloshing noise. Medications came back out of port with flushing. Upon removal of the device, the physician noted that the catheter had detached from the port boyd. The pt was transferred to another facility to have the catheter portion removed.